Event description:
It was reported that the pressure rated ext set, IV connector tube was found discolored before use. The following information was provided by the initial reporter: the reported feedback suggests that the tube was discolored before use.

Manufacturer narrative:
H.6. Investigation summary: two mz5303 samples were received for investigation inside the sealed packaging (appendix 1); one from lot 18087181 and the other form lot 18065742. A visual inspection of both samples confirmed the customer's experience as the tubing was noted to be slightly yellow in color (appendix 2). The sample from lot 18065742 was slightly more colored. Additional testing was performed by cutting the tubing and visually inspecting the samples for potential residues (appendix 3); no residues were identified. Root cause analysis: tj DHR: pr lot model qty qn/deviation mfg date 374084 18065742 mz5303 24,000 none 8-jun-18 374084 18087181 mz5303 24,003 q7:200271608 29-august-2018 note: q4 and q7 are not related with the failure mode reported. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 18087181 and 18065742 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discoloration of tubing can typically occur after irradiation sterilization and the degree of discoloration can change over time and under certain storage conditions. This type of discoloration does not affect the functionality of the device and therefore is considered to be a cosmetic defect. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18065742, medical device expiration date: 2021-06-08, device manufacture date: 2018-06-07. Medical device lot #: 18087181, medical device expiration date: 2021-08-29, device manufacture date: 2018-08-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set, IV connector tube was found discolored before use. The following information was provided by the initial reporter: the reported feedback suggests that the tube was discolored before use.